Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer's mother asked to call to them because she does not have enough credit mobile card. The nurse call and the customer already changed entire set with reservoir but blood glucose was still too high. The customer was advised to give correction from pen and go to hospital. The customer was advised to change entire set at hospital. The nurse call twice back to check how is customer but no one pick up.